Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable, wall adapter, and charging pad which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter, usb cable, and charging pad. There was no reported adverse impact to the customer¿s blood glucose level.